Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The 2 additional proglide devices referenced in report are filed under separate medwatch report numbers.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred with three proglides. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch report received states: during groin cannulation, 3 perclose devices failed. Ev suite and cath lab all had the same lot number of perclose devices; 7 were opened all together to get 4 to successfully work. Reference report #mw5115261, #mw5115262, #mw5115263. No additional information was provided.